Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal cover fell off in the mouth and was immediately retrieved. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the distal cover was likely not properly attached to the scope and easily detached due to a load during the procedure. Since it is difficult to visually detect the attachment of this device, it is possible that the description in the previous instructions for use (IFU) manual was insufficient. However, the root cause could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected/prevented by following the IFU which state: (IFU at time of occurrence) ¿section 8.2- inspection of the distal cover: should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation.¿ (IFU at time of occurrence) ¿section 9.3 - attaching the distal cover: never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation.¿ (current/ revised IFU) ¿section 9.3 and section 9.4¿this supplemental report includes a correction to d8 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, since the lot number and UDI number are unknown, it cannot be identified if the distal cover was an old or new design. Therefore, fields h7 and h9 cannot be determined and have been left blank accordingly. Olympus will continue to monitor field performance for this device.